Manufacturer narrative:
Product analysis ¿as found condition: the (pli-10) phenom 27 catheter and (pli-20) pipeline flex device were returned for analysis inside a sealed bi ohazard bag and a shipping box. ¿damaged location details: the (pli-10) phenom 27 catheter tip and marker were examined, and no damages were noted. The catheter body was in good condition. No voids or flashes were noted in the catheter hub. The (pli-20) pipeline flex distal wire was observed to be broken proximally to the dps sleeves. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The pusher wire was kinked at ~93.0cm from the broken end. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open without damage. No other anomalies were found. ¿testing/analysis: the (pli-10) phenom 27 catheter¿s total and usable lengths were measured within the specifications. The catheter was flushed with water and found to be patent. The catheter was tested by running an in-house 0.026-inch mandrel through the catheter hub and tip without issues. The broken end of the distal wire from the (pli-20) pipeline flex pusher wire was sent for scanning electron microscopy (sem) failure analysis. The sem test results indicate that the broken end exhibited signs of mechanical damage and evidence of overload. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the returned (pli-20) pipeline flex braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that vessel tortuosity was moderate and the pipeline was not placed in a vessel bend, which rules out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the damaged braid could not be determined. Additionally, the pipeline flex distal wire was broken proximal to the dps sleeves. The distal wire¿s broken end failed via overload. Possible causes of the break failure include over-manipulatio n. In addition, from the damage seen on the braid (fraying) and pusher wire (kinked), it appears that a high force was used. The damage may have occurred when the user attempted to advance or retrieve the (pli 20) pipeline flex device through the (pli 10) phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Additionally, no complaints were reported regarding the returned (pli-10) phenom 27 catheter. Additionally, no issues were encountered during testing of the returned (pli-10) phenom 27 catheter, and no damage was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no resistance during delivery/positioning of the pipeline with the phenom 27 microcatheter. The distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. It was unknown if there were any additional steps or other devices attempted to open the pipeline. The pipeline was resheathed once. There was no damage or other issue with the phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open and was damaged. The patient was undergoing a procedure for flow diversion treatment of an ophthalmic artery unruptured saccular aneurysm. The aneurysm max diameter was 7mm; the aneurysm neck diameter also 7mm. The distal landing zone was 5mm; the proximal landing zone was 4mm. Patient's vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). The pipeline was delivered to the intended location but could not be opened during deployment. After the pipeline was withdrawn, it was observed that the distal tip was fraying. The pipeline was replaced with a new pipeline of the same size which was delivered and deployed successfully to complete the procedure. There was no harm or injury to the patient associated with this event. Ancillary device: phenom 27 microcatheter (fg15150-06-15-1s, ln: 231783413).

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231783413). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.